Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation, fiber bonding in the outer tube area (distal end) was damaged and the protector of the video cable section was overstressed, stripes in image occur (green image was displayed) a root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue and malfunction identified during investigation occurred due to video cable was broken. Moreover, the cause of fiber bonding in the outer tube area (distal end) was damaged and the protector of the video cable section was overstressed is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that gynecologic laparoscope had visible blue lines. The issue occurred during inspection for use. There were no reports of patient harm.